Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported no complaint against the device for right side. Healthcare professional later reported deflation. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed three openings striated assessed as surgical damage. Additional observations: crease fold observed in the device. Yellow particles observed inside of the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported no complaint against the device for right side. Healthcare professional later reported deflation. The device has been explanted and replaced.